Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that when changing the headset of the infusion set the patient experienced a large amount of bleeding (described as a "flannel's worth") from his infusion site. Caller advised "blood was flowing and spurting out of the site and described the sensation as a sharp stabbing pain." The patient fainted and paramedics were called to attend to the patient. The paramedics treated the patient with paracetamol and ibuprofen. The patient was not hospitalized. The patient has not made any allegation and does not believe the infusion sets are faulty. The infusion set was not requested to be returned for product evaluation.

Manufacturer narrative:
Product was not returned.